Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient heard a pump alarm. It was unclear how often the pump was alarming. A critical alarm was later confirmed by telemetry. The logs showed multiple "reset - low battery" messages. The pump was not used for the previous "year or so." The pump was filled with saline for the previous two years. The pump was programmed to the "off" state, to silence the alarm. The pump is on the list of sm ii battery resistance field action. No further details, patient symptoms or outcome were provided at the time of this report.